Manufacturer narrative:
The system management (smbus) data review and functional testing revealed the battery to be in a state of over-discharge. This condition is consistent with causing the customer-reported issue of not able to be charged. The over-discharged state required use of its automatic zvchg utility which, following execution successfully recovered and fully charged the battery. Following recovery charge, the battery was evaluated and passed all sections of functional testing. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. Ce 4875 follow-up report 1.

Manufacturer narrative:
This alleged failure mode poses a low risk to a patient because the issue was observed when the freedom onboard battery was not supporting a patient. The freedom onboard battery has been returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
The freedom onboard battery was not in use by a patient. The customer, a syncardia certified hospital, reported that the freedom onboard battery did not charge.